Manufacturer narrative:
Philips service replaced the cover and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the top cover attached to the ceiling fell off while a patient was on the table on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.